Event description:
The customer observed imx sirolimus calibration failure code 157 (check 1 failed) when reagent lot 802873106 was in use. In troubleshooting the issue, the customer performed inspection of the probe, probe calibration check, instrument dispense check and meia verification, and all checks were within specifications. The customer attempted recalibration which failed. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Suspect medical device, expiration date: the correct expiration date of imx sirolimus reagent lot 802873106 is 5/13/10, not 7/23/10 as was submitted in the initial medwatch submission. Suspect medical device, expiration date was corrected in this submission. The imx sirolimus calibration errors generated with reagent lot 802873106 were caused by a calibration curve ratio outside the imx sirolimus assay file limits for the imx sirolimus calibrator b/calibrator a and calibrator f/calibrator a. A product recall was issued and a letter was sent to abbott customers with instructions to discontinue use and destroy the suspect imx sirolimus reagent and switch to a replacement lot of reagent.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a damaged battery. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a battery depleted alarm and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.